Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Pcvc attempted to be discontinued, line stretching rather than coming out despite normal troubleshooting/interventions. On reattempt to discontinue, line stretched & snapped leaving part inside patient. X-ray obtained & patient went to ir for removal of remainder.